Manufacturer narrative:
Through troubleshooting, with the assistance of olympus technical support vie the phone, it was determined that the problem was associated with a non-olympus patient archiving and communication system. Technical support recommended to the reporter contacting the user facility information technology department for further troubleshooting. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon reviewing their picture archiving and communication system (pacs), connected to the olympus, model cv-190, evis exera iii video system center, images were not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Three attempts were performed to obtain additional information about the event, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.